Manufacturer narrative:
A technical applications specialist (tas) was at the customer site on the day of the event. It was discovered that the customer had overfilled the sample cup which caused improper mixing of the sample. The tas performed a precision study with patient sample (B)(6). The tas filled the sample cup with the correct pipet volume size of 200 microliter for proper mixing of the sample, resulting acceptable. The instrument was performing as expected and returned to normal operation. The cause of the discordant, tacrolimus (tacr) results is associated with the over dilution of the sample by the customer using the wrong pipet size. The cause for the customer to use the wrong dilution on the sample was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant tacrolimus (tacr) results were obtained on two patient samples on a dimension exl 200 instrument. The samples were repeated on the same instrument, resulting higher for sample ID: (B)(6) and matching two of the triplicates for sample ID (B)(6). The customer realized that the sample containers were overfilled and the samples were over diluted because the wrong pipette size (200 microliter as opposed to 15 microliter) was used. The customer repeated the samples again in triplicate with the correct dilution. A corrected result was reported to the physician for sample ID (B)(6)and no corrected report was sent for sample ID (B)(6) since 5.4 matched the repeated results and had already been reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tacr results.